Event description:
A malfunction was reported by a distributor in france, where the customer experienced malfunction alert code 12-0x2071. There was no information provided regarding any adverse impact on the customer's blood glucose level. Additional information regarding corrective actions taken by the customer or distributor was not provided, and the device is no longer under warranty.